Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity c calcium result for one patient. The following data was provided (customer's normal range is 8.4-10.2 mg/dl):initial result was 4.0, repeat was 9.2 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely depressed calcium results on the alinity c analyzer, serial number (B)(6). Through an extensive investigation, the fsr found the nozzle, c4, #1, #4, #5 (part number 7-205228-01) was obstructed and needed to be cleared, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.